Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. It was not reported if the patient was hospitalized for the event. The cause of peritonitis was unknown. On an unspecified date in the same month as the onset, the patient began treatment with unknown antibiotics (dose, frequency not reported, intraperitoneally) for peritonitis. At the time of this report, the patient had not yet recovered from peritonitis. The action taken with pd therapies was not reported. No additional information is available.